Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the reservoir was leaking air into the priming tube, frequent battery changes, condensation inside of the display screen and the act button was sticking. The blood glucose reading was not given. Nothing further was reported.